Event description:
It was reported that during the implant attempt, the lead helix would not extend. The lead was removed and a new lead was successfully implanted.

Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.